Manufacturer narrative:
The na electrode lot number was dsv70. The expiration date was not provided. The field service engineer (fse) replaced the vacuum nozzle and vacuum tube. The internal standard (is) nozzle was slightly bent; this was straightened. Qc was acceptable. The investigation is ongoing.

Event description:
The initial reporter questioned high results for multiple patient samples tested on a cobas pro ise analytical unit. The customer ran qc with high results outside of the acceptable range and repeated patient samples. The following are examples of discrepant na results for 5 patient samples. Patient 1 initial result was 138 mmol/l. The repeat result was 128 mmol/l. Patient 2 initial result was 151 mmol/l. The repeat result was 142 mmol/l. Patient 3 initial result was 151 mmol/l. The repeat result was 142 mmol/l. Patient 4 initial result was 149 mmol/l. The repeat result was 141 mmol/l. Patient 5 initial result was 148 mmol/l. The repeat result was 142 mmol/l.

Manufacturer narrative:
The customer continued to have issues after the service visit. Images of patient samples were reviewed. Many samples had a film on the sample surface. There was a high number of samples with large red blood cell strands (micro-clots) on the sample surface. These micro-clots affect dilution functionality, impede aspiration, and can block the nozzle. This can lead to inconsistent sample aspiration, which affects the results. The investigation determined the event was due to preanalytical handling issues (sample quality) at the customer site.